Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during implant insertion while tapping the implant holder with a mallet the plate separated from the cage. The surgeon was unable to re-attach the plate; the surgeon had to open a second implant so the procedure could be completed. There was no patient harm reported. Surgery was reported to be prolonged about 2 minutes. This is report number 1 of 1 for (B)(4).